Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective procedure to upgrade this system, this atrial lead was explanted due to elevated threshold measurements. No additional adverse patient effects were reported.